Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: b1, h1 - an additional replacement procedure could not be confirmed. Additional information: b5, d10 b5 - event description: additional information provided on 08 jul 2019. The drain was in place at least two weeks before it started leaking. The staff nurses reported the patient pulled at the drain constantly. The leaking occurred at the junction between the hub and catheter. It is still unknown whether the patient had a replacement procedure. Investigation - evaluation a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record was completed for the lot and associated sub-assemblies. The review found one related nonconformance for an incorrect proximal end. All products go through a 100% inspection for visible threads prior to release, and all nonconforming product was scrapped. A review of reporting software found no additional complaints reported for this lot. Compiling this information, there is no evidence of additional nonconforming product from this lot in house or field. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
See h10.

Manufacturer narrative:
Product to be returned: unsure. Occupation: unknown. PMA/510(k) #: exempt. (B)(4). Additional procedure may be required to replace complaint device. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter was placed in an (B)(6) year old male for a drainage procedure. Device was placed through the supra pubic region into the bladder successfully. As reported, the staff noted leakage on the "catheter where the rubber tubing meets the locking system or locking system itself." At this time it is unknown if the patient will require a replacement device. No other adverse effects were reported for this incident. Additional information regarding the event and patient outcome has been requested but is currently unavailable.